Event description:
It was reported that there was an issue with the set screw on the ins. At implant today ((B)(6) 2013) the physician was getting clicks from the torque wrench as soon as they began turning, which usually they had to turn a couple times first. At first attempt, 4 pairs measured out of range. At second insertion there were 7 pairs that measured out of range. It was after the 2nd impedance measurement that the healthcare provider noticed the lead slid out freely. It appeared the set screw was cross-threaded and caused the torque wrench to click without actually securing the lead. The setscrew would not hold the lead in place. There was no patient injury; the patient recovered without sequelae. It was later reported on (B)(6) 2013 that a different ins was used. The patient was unaware of incident and was doing fine.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_set_screw, lot# unknown, product type accessory; product ID neu_wrench_acc, lot# unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. Analysis of the wrench found no anomaly. The torque test results showed that the wrench was within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.